Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code related to failure of the outlet pressure sensor was found in the ventilator's downloaded error log. The device's board needs to be replaced to address the issue. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes below in error: "the CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly." The updated additional narrative section will be: the manufacturer previously reported on this device in MDR 2518422-2025-056705. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-056705. This report was submitted as a duplicate report of the previously submitted report. The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.